Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2010 inr = 4.9, (B)(6) 2010 inr = 3.4. Pt had coumadin dose withheld on the night of (B)(6) 2010. Customer feels that drop is too substantial due to holding 1 dose. Pt has also been on antibiotics for 4 days. No unexpected results observed with other pts.

Manufacturer narrative:
Investigation pending.